Event description:
On (B)(6) 2010, the patient reported that she believes the piston rod of the infusion device broke and fell out of the device in (B)(6) 2009 while changing the insulin cartridge. She switched to her backup infusion device at that time. At the time of the report, the patient verified the piston rod is missing from the infusion device. She stated the infusion device was not dropped or damaged. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.